Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 95 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Additionally, it was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Customer's blood glucose was 289 mg/dl.